Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the emergency backup battery (ebb) was installed in the primary system controller, there was an immediate ebb fault alarm. Ebb was attempted to be reinstalled but the ebb fault was still persistent. A warranty replacement was requested for the ebb.